Manufacturer narrative:
The investigation determined that the analyzer was working properly on the day of the event. The calibration data for ldl and trigl appeared to be consistent. The between run statistics for ldl were good; they were borderline for trigl indicating possible cell rinse issues. A specific root cause could not be identified. Based on the information available for investigation a pre-analytic issue is suspected as the cause.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained that they had received discrepant ldlc3 (ldl-cholesterol gen. 3) and trigl triglycerides results on the cobas 6000 c (501) module. The initial ldl result 119 mg/dl and the repeat result was 57 mg/dl. The initial trigl result was 69 mg/dl and the repeat result was 167 mg/dl. Repeat testing was deemed to be correct. The erroneous results were not reported outside the laboratory and there was no adverse event. The ldlc3 reagent lot number was 209188 with an expiration date of 30-nov-2018. The trigl reagent lot number was 25137801 with an expiration date of 30-jun-2018. The field service engineer (fse) could not determine a root cause. The fse performed a rinse mechanism volume check, probe rinse mechanism check, probe alignment check and all passed. The fse performed a precision, fluidics, and alignment checks. All were within specification.